Event description:
As reported by the user facility: reported overinfusion of amiodarone. Amiodarone gtt (450 mg/250 ml) hung at 15:00 by day shift rn to run at 33.3 ml/hr for six hours, then 17 ml/hr. Bag noted to be dry at 18:45. Settings on pump checked by two rns and noted to be correct and no puddles of fluid were noted on the floor or in the patient's bed. Tubing was disconnected from the patient and pump was sequestered. Patient received the entire contents of the 250 ml amiodarone bag in three hours and 40 minutes. No patient injury.

Manufacturer narrative:
The clinical on-site assessment was conducted from (B)(4) 2011 by b. Braun clinical personnel. During this assessment, all hospital shifts were covered and a total of 118 clinicians were included from 14 different areas of care. This assessment did not reveal any user related issues that could have lead to this event. The purpose of the biomedical on-site assessment was to physically inspect all pumps within (B)(6), repair as needed and conduct preventive maintenance activities as defined by the b. Braun infusomat service manual. Over the course of 8.5 days from (B)(4) 2011, b. Braun technical service technicians performed preventive maintenance on 578 pumps. While 25 pumps (4%) were repaired based on the findings of this assessment, it has been concluded that the reason for these repairs could not have contributed to this event or any similar events. Customer complaint investigation results: the actual pump in the reported incident was not returned for evaluation. The pump log was provided and the review revealed that at 3:00:42 pm on (B)(6) 2011, amiodarone was programmed in primary mode to infuse at a rate of 33.33 ml/hr with a vtbi of 198.0 ml. At 3:01:17 pm, piggyback mode was entered, with a rate of 600 ml/hr and a vtbi of 100 ml as an amiodarone loading dose. The piggyback infusion ran for two minutes before an air bubble alarm occurred. The pump was purged several times and the piggyback infusion was restarted at 3:04:36 pm. Eight minutes later, at 3:12:45 pm, the pump correctly switched back to primary mode at the initial rate of 33.33 ml/hr after delivering 100 ml in piggyback mode. At 6:11:28 pm, the primary infusion was manually stopped. The actual volume of the primary infusion was 99.27 ml, or 99.8% of the expected volume. At 6:23:46 pm a second loading dose was entered in piggyback mode with a rate of 600 ml/hr and a vtbi of 100 ml. At 6:33:46 pm the second piggyback infusion completed. Based on the log review the pump ran as programmed. Following further discussion with the facility, it was determined that the second loading dose was given in error and appears to be source of what was described as overinfusion. At this point the facility acknowledges the event was related to user error. All available information has been forwarded to the device manufacturer. If additional pertinent information becomes available from the manufacturer, a follow up report will be filed.